Event description:
It was reported that during a laparoscopical esophagectomy procedure, during the firing of the third reload, the staple line of one side was not formed. The device cut and stapled only one side. The other five reloads used in this procedure will also be returned. It is unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/05/2009. Information anticipated, but unavailable at this time.